Manufacturer narrative:
Date of event was approximated to (B)(6) 2019 as no event date was reported. (B)(4). Visual examination of the returned device revealed that the shrink sleeve was detached. Based on the complaint information the issue was noted during the procedure. The issues noted could have been generated due the interaction with other devices might have impacted the integrity of the device during the procedure. All outer diameters were found within specification. The most probable cause for the reported event of distal end kinked is no problem detected since the complaint included a returned device review (visual inspection) which showed no evidence of either the alleged issue or any defect which could have contributed to the event. It is possible that operational factors such as user technique/handling during preparation or procedure, could be contributed to the observed shrink sleeve detached, therefore the most probable cause to the complaint is adverse event related to procedure since the device had no influence on event. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a sensor wire guidewire was used during a procedure. According to the complainant, the guidewire was bent. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results: shrink sleeve detached.